Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture. Visual analysis of the returned device identified a crease fold, wear abrasion, one opening curved on the patch and the weight the device within specification. A microscopic analysis was performed which identified: one opening sharp on the patch. Based on the device analysis the final assessment is: sharp opening on the patch assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.